Event description:
It was reported that during a tibial baseplate revision xr case done with navio, dropped the tibia in planning in attempt to burr an additional 2mm after removing the standard xr baseplate. Went to the refining screen too see how much bone the implant removal had taken and decided to resect more from the tibia. When clicking to return to the planning screen, the navio shut out of the case. Calibrated and resumed the case. Were able to successfully finish the case without further interruption. The patient was not harmed.

Manufacturer narrative:
The device was being used during treatment when the system exited the case suddenly when moving to gap planning from the cut tibia screen. The log files were returned for evaluation. The DHR was reviewed for software version and it has been validated. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. Review of the log files confirmed that the software crashed as a result of planning data being freed while it was still use. The root cause of the issue was due to a software failure